Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This serial number was included in multiple field advisories. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had to charge their ipg every day and still did not have effective coverage of therapy. To address this issue patient underwent ipg replacement and post operatively had effective therapy .